Event description:
One staff report of a missing luer lock and tubing connector above the back check valve. The white plastic fitting above the back check valve that connects to the tube section to the luer connector was broken off. The broken off section was not inside the packaging. FDA safety report ID # (B)(4).